Event description:
Procedure type: lap chole. According to the reporter: the clips from two clip appliers did not close tightly enough or far enough on the bile duct. Surgery time was extended by more than thirty minutes. No bleeding was reported.